Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure and clear passage underwater testing, and a hole was observed in the tubing inside the first y-site clearlink in the downstream part. The reported condition was verified. The cause of the condition was determined to be a manufacturing process issue and potentially incorrect manual handling of the set on the coiling operation step prior to the packaging operation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked during prime. The leak occurred ¿right below where the upper side port where you hang a piggy back¿. The leak was further described as ¿spurting out like a garden hose¿. There was no patient involvement. No additional information is available.